Manufacturer narrative:
The products were evaluated by hill-rom on site and neither the sling nor the sling bar show any signs of damage. The police report also confirm this.

Event description:
It was reported to hill-rom about an event where patient fell from lift while being moved from bed to wheelchair. Patient hit the back of her head, which caused intracranial hemorrhage and patient passed away. During the lift, the caregiver tried to adjust the leg/hip part of the sling. Then caregiver states that both sides become unhinged and patient fell down from the hip.